Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 30-aug-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h10.

Event description:
It was reported that the outer cover of the bd ultra-fine¿ insulin pen needle could not be removed before the insulin injection. The following information was provided by the initial reporter: "the protective cover cannot be removed from the pen needle even though it is screwed onto the pen. The patient has been using pen needles for a long time and never had a problem with this before... Death? No. Serious injury no. Erroneous results no. Course of treatment changed due to event no. Exposure to blood/bodily fluid no. Medical int. Other than first aid no. Needle/probe stick no. Safety issue no. Other actions taken no... So, the pn is used in context customer screwed it to insulin pen but could not get cover shield off. So it has not been used to inject insulin and has not been in contact with bodily fluids. And I meant before use in context that it has not been used to inject.".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer cover of the bd ultra-fine¿ insulin pen needle could not be removed before the insulin injection. The following information was provided by the initial reporter: "the protective cover cannot be removed from the pen needle even though it is screwed onto the pen. The patient has been using pen needles for a long time and never had a problem with this before. Death? No. Serious injury? No. Erroneous results? No. Course of treatment changed due to event? No. Exposure to blood/bodily fluid? No. Medical int. Other than first aid? No. Needle/probe stick? No. Safety issue? No. Other actions taken no. So, the pn is used in context customer screwed it to insulin pen but could not get cover shield off. So it has not been used to inject insulin and has not been in contact with bodily fluids. And I meant before use in context that it has not been used to inject."